Manufacturer narrative:
Conmed linvatec received this handpiece for eval and during testing confirmed the report of overheating. An internal inspection found the collet and all internal components extremely worn with evidence of rust-like deposits. A review of repair records indicates this device is overdue for preventive maintenance; the last date of service recorded is (B) (6) 2004. The bur guard used with this event is submitted under MDR: 1017294-2008-00212. The user manual gives the following instructions: as certain internal components (i.e. Bearings) are known to degrade with use, cleaning, sterilization cycles, and/or lack of preventative maintenance, conmed linvatec recommends that the surgairtome two handpiece be returned to the factory for routine maintenance every twelve (12) months. Likewise, bur guards and angle attachments should be returned every six (6) months for preventive maintenance. Failure to follow this routine maintenance schedule may result in overheating or damage to the handpiece and/or bur guard and attachments, and may result in injury to patients or the medical personnel. To reduce the risk of injury, conmed linvatec recommends the following safety precautions: prior to surgery: remove the bur guard from the drill and spin the bur guard on a bur; if the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. Prior to use with the bur guard and bur locked securely into the handpiece, run the drill and monitor for overheating. During use: it is recommended that all parts of the instrument or its attachments be continually checked for overheating. If overheating is noticed, discontinue use and return the equipment for service.

Event description:
It was reported tht during use of this drill in oral surgery, it overheated to the degree that the doctor could no longer hold it. The surgery was completed as intended using another drill. There was no report of injury or surgical delay with this event.